Manufacturer narrative:
The following sections were updated as type and lot-/ serial no. Of the device received from third party: c1, d1/d2, d4 and g3/g4 h6 result code: 213 - a review of the manufacturing records indicated the lot met all pre-release specifications. A review of the sterilization records indicated the lot met all pre-release specifications. H3 other: the medical device returned to a third party for investigation. The analysis report was shared with gore and evaluated appropriately. The device fragment was returned to geprovas for investigation. Submitted in formalin was a gore® propaten® vascular graft fragment. The following is a summary of the explant investigator's observations: tissue present: yes. The abluminal surface was generally devoid of tissue with scattered plaques of dark brown/red tissue. The lumen, at both extremities, was occupied with red tissue. Lumen patency for the entire fragment could not be determined. The fragment presented in a ¿s¿ shape with kinked areas of bend. The kinked areas of bend were associated with displaced rings and/or serration marks. Multiple rings were displaced on the fragment. Geprovas noted an area described as ¿some spot¿, which is consistent with the graft wall not being wet-through (wetting out) with formalin. This finding has no impact on the device performance. Extremity b was transected, ovular in shape, and ligatured with blue suture. Extremity a appeared to be tissue and graft material (presumed anastomotic site) with a black suture present. Request for additional analysis: no. Reason: material disruptions (i.e., kinks, missing rings, serration marks, and transections) are consistent with those caused by surgical instrumentation (i.e., scissors, forceps, scalpel) used during a surgical procedure. Based on the explant investigator's review of the geprovas report, no additional analysis is requested. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The medical device returned to a third party for investigation. The analysis report was shared with gore and evaluated appropriately. The investigation is still ongoing. The results will be included in the final report.

Event description:
It was reported to gore that patient underwent endovascular treatment in (B)(6) 2018 for an axillofemoral bypass in order to treat an acute ischemia of the left limb by using a gore-tex® vascular graft thin walled. It was stated that on (B)(6) 2019, after about 9 months, an explantation of the prosthesis was performed due to infection.

Manufacturer narrative:
Serial no. Received from third party and c1, d4 and h4 updated accordingly. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.